Event description:
It was reported that when the syringe was connected to the inflation valve during the pretest, water entered the syringe, but it should have returned to the syringe, but it returned after a considerable amount of time had passed. More that 24 hours took to drain the fluid. Medicon made syringe was used for drainage. It was noted that given lot# was myjp0751. Per notification from ucc on 26feb2025 it was noted that asymmetrical balloon found during sample evaluation.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows outer tray packaging. Visual evaluation of the returned sample noted one opened (without original packaging), silicone temp sensing foley catheter with sample port connector and syringe. Visual inspection of the sample noted no obvious defects observed. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and asymmetrical balloon observed with concentricity 100:0. With the return syringe attach the catheter balloon was able to passively drain 10ml of liquid within 5 minutes. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and asymmetrical balloon observed with concentricity 100:0. With the (in-house) syringe attach the catheter balloon was able to passively drain 10ml of liquid within 5 minutes. No additional actions can be taken at this time since root cause was not identified. A DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the syringe was connected to the inflation valve during the pretest, water entered the syringe, but it should have returned to the syringe, but it returned after a considerable amount of time had passed. More that 24 hours took to drain the fluid. Medicon made syringe was used for drainage. It was noted that given lot# was myjp0751.